Event description:
Four (4) days post CABG procedure while the doctor was removing the catheter, a portion broke off leaving a portion inside the pt. The pt was taken to surgery that same day for exploration of the sternal incision and removal of the catheter segment which was found in the subcutaneous tissue overlying the sternal wires. No drains were necessary. The pt has since been discharged, and to the best of the hospital's knowledge is doind fine.